Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "impact of severity and extent of iliofemoral atherosclerosis on clinical outcomes in patients undergoing tavr". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "impact of severity and extent of iliofemoral atherosclerosis on clinical outcomes in patients undergoing tavr", was reviewed. The article presented a prospective, single center study to assess the validity of the hostile score in predicting iliofemoral vascular complications after transcatheter aortic valve replacement (tavr). Devices included in the study were sapien 3/sapien 3 ultra, evolut r/pro/pro plus, portico/navitor, and acurate neo/neo 2. The article concluded that the hostile score proved useful in predicting non¿puncture site vascular complications after tavr. [The primary and corresponding author was thomas pilgrim, department of cardiology, inselspital, bern university hospital, ch-3010 bern, switzerland, with corresponding e-mail: thomas.pilgrim@insel.ch]. The time frame of the study was from march 2014 to june 2022. A total of 2023 patients were included in the study. While the number of abbott valves were not reported, it was noted 872 (43.1%) of patients received a self-expandable valve, which includes portico/navitor valves. The average age was 81.7 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, myocardial infarction, prior cardiac surgery, stroke, prior pacemaker implant, and peripheral artery disease.

Event description:
N/a.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "impact of severity and extent of iliofemoral atherosclerosis on clinical outcomes in patients undergoing tavr". Summarized patient outcomes/complications of portico/navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, myocardial infarction, prior cardiac surgery, stroke, prior pacemaker implant, and peripheral artery disease. Complications reported included stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.